Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device to the abdominal or pelvic cavity'), uterine perforation ('perforation of the uterus'), fallopian tube perforation ('fallopian tubes perforation') and perforation ('organ perforation') in a female patient who had essure (batch no. 624274) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required), uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), heavy menstrual bleeding ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unwanted pregnancy"). Essure was removed on (B)(6) 2008. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, perforation, heavy menstrual bleeding, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression and stress outcome was unknown and the abdominal pain, pelvic pain and back pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('migration of the essure device to the abdominal or pelvic cavity'), uterine perforation ('perforation of the uterus'), fallopian tube perforation ('fallopian tubes perforation') and perforation ('organ perforation') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required), uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), heavy menstrual bleeding ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unwanted pregnancy"). Essure was removed on (B)(6) 2008. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, perforation, heavy menstrual bleeding, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression and stress outcome was unknown and the abdominal pain, pelvic pain and back pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. 624274 -invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-mar-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), uterine perforation ("perforation of the uterus"), fallopian tube perforation ("fallopian tubes perforation") and perforation ("organ perforation") in a female patient who had essure inserted (lot no. 624274) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of abdominal pain, depression, irritable bowel syndrome, feeling hot, heavy periods, smoker ( she is a smoker of ½ pack per day), alcohol use, colonoscopy, nausea, abdominal pain, cholecystectomy, ovarian cyst, parity 2 and gravida ii. Previously administered products included: oral contraceptive nos and provera. The patient had a family history of cancer. Concurrent conditions were listed as gastritis, diarrhea, malaise, abnormal uterine bleeding, headache, nocturia, pelvic discomfort, right lower quadrant pain, back pain, pelvic pain female and dermoid cyst. Concomitant products included lupron (leuprorelin acetate) for pain, dilaudid (hydromorphone hydrochloride) for pain, tylenol (paracetamol) for pain, premarin (estrogens conjugated) for pain and demerol (pethidine hydrochloride) for pain. On (B)(6) 2008, the patient had essure inserted. On unknown date she experienced device dislocation (seriousness criteria hospitalisation and intervention required), uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), heavy menstrual bleeding ("excessive bleeding"), pregnancy with contraceptive device ("unwanted pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress"). Essure was removed on (B)(6) 2008. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the abdominal pain, pelvic pain and back pain had not resolved. The outcomes for device dislocation, uterine perforation, fallopian tube perforation, perforation, heavy menstrual bleeding, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression and stress were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: on (B)(6) 2009 total laparoscopic hysterectomy and left oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2008: the left coil is not identified but is well demonstrated on the abdominal pelvic and appear to be in normal position at that time. The right ovary exhibits a cyst in its anterior aspect along with echogenicity consistent with the dermoid identified. In the right ovary on CT [pathology test] on (B)(6) 2009: preamble: patient was seen in the office because of pelvic pain. She had previous right ovarian dermoid and a right oophorectomy was performed. She also had bilateral salpingectomy because of pelvic pain reported to be secondary to her essure tubal sterilization as per the patient. However, the pelvic pain did not settle and she wanted a full hysterectomy and oophorectomy operative findings: exam under anesthesia reveals a smooth anteverted mobile normal sizes uterus. No pelvic masses felt. Laparoscopic finding revealed a normal sized uterus and normal left ovary. Rest of the pelvis otherwise appeared normal as well as the upper abdomen. There is no complication at surgery operative procedure: the left ovary was then elevated and the infundibulopelvic ligament was isolated and the ureter was seen to be away from that area and it was cauterized and cut using the gyrus instrument until the utero-ovarian pedicles was reached. The same was repeated on the right side. The uterus was then removed from the vagina; on (B)(6) 2009: clinical history severe pelvic pain, right ovarian dermoid, essure coils in both tubes source of specimen : ovary and tube, right, left tube, bilateral essure coils gross description : right tube and ovary, left tube bilateral essure coils" contains two coils as well as a 4 cm length of fallopian tube diagnosis : benign fallopian tubes, ovary showing a dermoid cyst. [Pregnancy test urine] on (B)(6) 2008: negative. [Ultrasound scan] on (B)(6) 2008: the right essure coil projects to the right cornua. Only a tiny amount of free fluid is identified. The left ovary is demonstrated on transabdominal evaluation adjacent to the fundus of the uterus. No additional features are identified. There is no specific evidence of an abscess. The left ovary was demonstrated on the ultrasound 624274 -not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-may-2024: medical record received. Surgical pathology report received. Lab data updated. Medical history concomitant drugs, concomitant conditions were added. Patient information updated. Patient, product & reporter information updated. Reporter causality comment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.